Manufacturer narrative:
Received 1 used ureteral stent only. Visual inspection noted that one of the pigtails had broken off from the stent. The broken pigtail was returned with the sample. The broken section presents stress marks like the stent was stressed beyond its tensile capabilities. Functional evaluation found no friction when the guidewire was inserted into the stent. Dimensional evaluation found to be within specification. The reported event is confirmed as unknown root cause. The lot number is unknown therefore a device history record could not be reviewed. The instructions for use states the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Exercise care tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation". Patient (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during implantation, the user found it difficult to push the stent. The user decided to remove the stent and during the removal , the stent was broken. It is unknown which guide wire was used. The procedure was completed using a new stent.